Event description:
The following was reported: " the line appeared broken upon opening the package."

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) complete double dpt - vamp adult kit. Kit appeared not used. Tubing was found completely broken off from uv bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. Tubing was bent near the site of damage. (B)(4).